Event description:
Additional information received provided that the issue occurred prior to use and that the issue was resolved by using a different pump. The consequence was that the infusion was delayed.

Manufacturer narrative:
Other text: additional information: a1 a2, a4, b3, b5, and h6 ( health code). Device evaluation: one cadd solis vip pump was returned for analysis. There was multiple cassette partially unlatched error messages found in the device event history log. The operator attached a cassette and performed functional testing which passed. The operator replace the downstream sensor for preventive and performed preventative maintenance and all functional test.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette attaching. No adverse effects were reported.